Manufacturer narrative:
UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges pain, stiffness, discomfort, toxicity of the metal in the body, and excessive levels of chromium and cobalt.

Manufacturer narrative:
Corrected: this is a duplicate report of 1818910-2015-23549. This report, 1818910-2015-23364, is being rejected. Report 1818910-2015-23549 will be kept for investigational purposes.